Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2018 to explant the entire system. Cultures confirmed the patient had mrsa. The patient is currently taking oral and intra-venous antibiotics.

Event description:
Follow-up identified the patient's infection has resolved.